Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated they tried to recalibrate several times and loaded a new reagent flex, but calibration still failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran mixer diagnostics testing for sample probe 1 (s1) and reagent probe 1 (r1), and r1 failed. The cse aligned both probes and reran testing, which failed for r1. Additional diagnostic testing was run, failing certain methods. The cse replaced and aligned the s1 and r1 mixers, after which testing passed without error. Quality controls were run, resulting within range. According to the dimension vista® system operator's guide, when an abnormal assay error appears: "the result cannot be reported. Rerun the sample." The cause of flagged results being reported to the physician(s) was a user error. The cause of the flagged discordant results was related to s1 and r1 mixer issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium and glucose results were obtained on patient samples on a dimension vista 500 instrument. The samples were flagged with abnormal assay errors and the discordant results were erroneously reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and glucose results.